Event description:
It was reported the patient lost a significant amount of blood as a result of the system implant procedure. Severe anemia with low hemoglobin and hematocrit levels requiring blood transfusion was reported. Prolongation of the existing hospitalization by several days was required in order to resolve the condition. The patient was enrolled in the alternate site cardiac resynchronization (alsync) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 4470, competitor implantable pacing lead, (B)(6) 2013. A 429888, implantable pacing lead, (B)(6) 2013. (B)(4).